Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced blurred vision. The lens was also dislocated. Additional information has been requested and received stated that patient experienced significant induced astigmatism, there was no patient harm and patient was not hospitalized.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The account indicted the use of a qualified cartridge and viscoelastic. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due to the exchange of a toric lens to a non-toric lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that lens was explanted and replace with another lens. It is further clarified that an unspecified/unknown handpiece has been used.